Event description:
According to the reporter, during laparoscopic proctocolectomy, the ligasure that was connected to the generator was observed that it was not sealing properly and it caused some bleeding. Good seal were only a couple. However, it wasn¿t great as usual because it sealed along roughly half the length. The problem wasn¿t obvious when going through fat. It was when sealing larger mesenteric vessels (all less than 7mm though) that the problem became apparent particularly on sealing the terminal branches of the ica (internal carotid artery) and vein. The sealer clearly only sealed half of the vessel that was closest to the angle of the jaws. Activation and end tone was heard and there was no alert or error message. Bleeding of estimated 300ml was observed directly from the ligasure seal. Problem occurred sealing the tissue bundle of 3-4mm (omentum) variable and multiple bleeding vessel ( vein) but all in keeping with thickness of tissue that was successfully sealed with ligasure countless times before. Device was cleaned regularly and the jaws were cleaned when the sealing wasn¿t working. In the same case and same surgeon there was a dramatic difference when the second ligasu re was opened and no further bleeding or failed seals.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device is not sealing properly. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic proctocolectomy, the ligasure that was connected to the generator was observed that it was not sealing properly, and it caused some bleeding. Good seal were only a couple however it wasn¿t great as usual because it sealed along roughly half the length the problem wasn¿t obvious when going through fat, it was when sealing larger mesenteric vessels (all less than 7mm though) that the problem became apparent, particularly on sealing the terminal branches of the ica (internal carotid artery) and vein, the sealer clearly only sealed the half of the vessel that was closest to the angle of the jaws. Activation and end tone heard and there was no alert or error message. Bleeding of estimated 400ml was observed directly from the ligasure seal. Problem occurred sealing the tissue bundle of 3-4mm (omentum) variable and multiple bleeding vessel ( vein) but all in keeping withthickness of tissue that was successfully sealed with ligasure countless times before. Device was cleaned regularly, and the jaws were cleaned when the sealing wasn¿t working. In the same case and same surgeon there was a dramatic difference when the second ligasure was opened and no further bleeding or failed seals. There was non-serious injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was partial seal. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.